Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. It was alleged the event was caused by defective control board, vent monitoring board, flow sensors, o2 cell, and o2 pressure sensor switch.

Event description:
The hospital reported a leak greater than 4.5 lpm. There was no report of patient involvement.